Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device states that strange odor of melting styrene, there is a smell coming from the reservoir section of the device, the heater plates were overheated and there was a small odor of burnt plastic. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.